Manufacturer narrative:
(B)(4). The complaint rt206 adult inspiratory heated breathing circuit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that the water trap of a rt206 adult inspiratory heated breathing circuit was found leaking water and damaged during patient use. There was no patient consequence.

Manufacturer narrative:
Ps407265. The rt206 adult inspiratory heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt206 adult inspiratory heated breathing circuit was returned to fisher & paykel healthcare where it was visually inspected and leak tested. Results: visual inspection of the returned device revealed no damage to any of the breathing circuits or the dryline. Leak testing found that the circuit was out of specification. The test revealed that the leak was through the connection between the lid and bowl of the water trap. Conclusion: we are unable to determine the cause of the reported event. The water trap of the breathing circuit consists of two parts, a lid and a bowl, which can be separated to allow the caregiver to empty the water trap. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests that any leak must have developed after the breathing circuit was released for distribution, during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. The user instructions that accompany the rt206 adult inspiratory heated breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in china that the water trap of a rt206 adult inspiratory heated breathing circuit was found leaking water and damaged during patient use. There was no patient consequence.